Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg), despite attempts the therapy would not turn back on. The patient underwent an explant procedure. The explanted device will not be returned.